Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's shoulders being unstable and dislocated. On the left side, exchanged out the head, insert and shell. On the right side, exchanged out the insert.